Event description:
Parent brought the child to the hospital with a complaint of fall and child not hearing with the device. As reported by the parent, the implant had not moved right after the fall, however, it moved after few days. The child had a swelling at the implant site, and as the swelling reduced the implant moved upwards from its original position. There was no swelling/injury marks observed at the time of the review. Re-positioning or re-implantation is considered. The recipient has been advised to undergo x-ray again which will be done shortly.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field the implant housing migrated from its intended position after a head trauma. Additionally, the electrode array is no longer inside the cochlea. Surgical intervention is planned but no date has been scheduled yet.

Event description:
Parent brought the child to the hospital with a complaint of fall and child not hearing with the device. As reported by the parent, the implant had not moved right after the fall, however, it moved after few days. Re-positioning or re-implantation is considered.

Manufacturer narrative:
Additional information: according to the information received from the field the implant housing migrated from its intended position after a head trauma. Additionally, the electrode array is no longer inside the cochlea. The concerned device was explanted but has not been received for investigation yet.

Event description:
Parent brought the child to the hospital after a fall. The recipient was no longer hearing with the device. As reported by the parent, the implant had not moved right after the fall, however, it moved a few days later. The recipient has been explanted.